Event description:
It was reported that the customer went to the emergency room and was hospitalized with a blood glucose level of 440 mg/dl. Cause was unknown. The customer bolused via the pump, and a technical support representative completed a pump system check, finding no issues with the pump's functionality. Treatment with intravenous fluids and insulin resolved the issue, and the customer was released from the hospital without any permanent damage on (B)(6) 2025.